Event description:
Boston scientific corp was informed that during a colonoscopy with polypectomy bleed procedure the hemostatic clip would not deploy. It was unknown if the clip was retroflex. Patient status is "fine".

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the MFR and expiration date cannot be determined.